Event description:
Int'l affiliate reported that pt developed an allergic reaction to the device, described as a fever and inflammatory rash over the sternum area one month following the surgical procedure. The pt was returned to surgery for removal of the device.